Event description:
Had mona lisa touch procedure immediately felt irritation during the procedure to the vaginal canal and labias. Was told by the doctor that it was normal and to expect to feel discomfort for a few hours. Discomfort, irritation and pain is ongoing since the procedure. Reporter states she was burned and was given aquaphor, steroidal cream and colloidal silver over the counter for treatment. None of those topical creams are providing relief to the discomfort and irritation that she feels. Reporter states that she researched on (B)(6) prior to the procedure and could not find any complaints but one seen on an attorneys site. She does not want anyone else to go through what she is feeling and does not want the mona lisa laser to received approval from the FDA for use.